Event description:
The 8-6 amplatzer duct occluder appeared to be the correct size, however, the device embolized to the distal aorta immediately after disconnecting from the cable. The device was snared and removed percutaneously. The patient will return in 2008 for pda closure, with a CT scan to aid in defect sizing. No additional information has been received, including the patient's information.

Manufacturer narrative:
The amplatzer duct occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.